Manufacturer narrative:
The reported phenomenon occurred as a consequence of a handling failure and a missing configuration for the c8100. The analyzer caused an alarm against coagulation. Even though the alarm was issued, the operator did not check the sample that caused the alarm. The operator loaded the sample in the analyzer again. The investigation did not identify a product issue.

Manufacturer narrative:
The analyzer model and serial number were requested, but not provided. The troponin t reagent lot number was 827239; the expiration date was requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested for troponin t due to the sample not being centrifuged correctly on a c8100v2 beta pre-analytics system. The sample was processed on the c8100 system and it was measured on an unknown analyzer, where it gave an error indicating a sample clot. The customer placed the sample back on the instrument without inspecting it and it resulted in a troponin t value of 14 ng/l. The customer checked the sample and it appeared to be not properly centrifuged and had gel on the side of the tube. Due to the appearance, they decided to repeat it. The sample was aliquoted and repeated, resulting in a troponin t value of < 6 ng/l with a data flag. The repeat value was deemed correct and matched the patient's previous result.